Manufacturer narrative:
A spacelabs technical support engineer remotely connected to the customer's xhibit telemetry receiver (xtr) system and found all four offline channels are tuned to the same receiver. The technical support engineer restarted the affected receiver to to resolve the reported issue. The biomedical engineer confirmed all four channels were displayed on the central monitor after the receiver was restarted. While restarting the system resolved the reported offline channels, the cause of the channels to remain offline could not be determined. Should additional information be obtained, spacelabs healthcare will submit a supplemental report in accordance with 21 cfr 803.56.

Event description:
Spacelabs was notified that four telemetry channels are showing offline at the xhibit central station and the clinical staff is unable to monitor the attached patients. There was no patient harm reported with this event.